Event description:
Procedure: liver resection. According to the reporter: using gia universal stapler with roticulator cartridges, the surgeon stated that the first stapler was not working properly and a second stapler was opened. When used, the cartridge locked on the liver and the surgeon was unable to remove it". The surgeon had to cut out the instrument and the patient lost more than 200cc of blood. The patient reportedly received several units of blood (not specified how many units at this time). It is reported that four surgeons were involved in completing the procedure because of the problem with the instrument. The patient is stable and recovering.

Manufacturer narrative:
(B)(4).